Event description:
It was reported that micro clotting occurred with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: (2 of 6 complaints) it was reported that they are seeing micro clots in the serum of the rst tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that micro clotting occurred with a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin. The following information was provided by the initial reporter: (2 of 6 complaints) it was reported that they are seeing micro clots in the serum of the rst tubes.